Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated on-site by a field service technician. During on-site evaluation, visual inspection, functional testing and an alarm log review were performed. The root cause was determined to be an outdated main battery. The battery lead acid was replaced to correct the reported condition. The device was returned to the customer in good working condition.

Event description:
It was reported that a flogard infusion pump generated a battery low alarm. There was no patient involvement. No additional information is available.